Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. The ventilator was investigated on site by our field service engineer who found the pressure transducer board faulty and in need for replacement. At the re-visit by the service engineer the error message could not be duplicated, however the pressure transducer test fails during puc. The expiratory cassette was replaced and both (inspiratory and expiratory) pressure transducers were cleaned and mounted back properly which solved the issue. The equipment was handed over in good working condition. No parts returned. The root cause to the reported failure has not been established in this investigation.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).